Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead not yet received by manufacturer.

Event description:
It was reported that the patient visited the medical institution due to experiencing twitching. The twitching was occurring in the intercostal muscle, and increased pacing threshold was noted. Fluoroscopy revealed that the tip of the lead shifted approximately 3 cm from the location at implant. Echocardiography and a CT scan confirmed that the lead had perforated the heart. The patient was admitted and a thoracotomy was performed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.